Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 and noticed that his water chamber was running out of water very fast. Once the water runs out, the patient says he would wake up to a burning odor coming from the device. Patient also reports that when he removes the water chamber there is a spot on the middle of the heater plate that has a residue as if something was burned on to it. Patient does say this residue comes off with a damp rag with water and a little bit of dawn dish soap. The device was not returned. If additional information is received a follow up report will be submitted.